Event description:
It was reported that the customer was unable to upload her insulin pump. In the alarm history she found unexpected restart, external error, and displayable history check failed on startup alarms. Her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self-test and unexpected error test. No other alarm noted during testing. However, a display history failed on startup alarm found in the alarm history file due to corrupted history file. The insulin pump unable to download to the carelink software due to display history failed on startup alarms in alarm history screen. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the 83 mg/dl value properly from glucose meter. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.